Manufacturer narrative:
Complaint has been investigated by maquet cardiopulmonary medikal (B)(4). The device history record of the reported lot has been investigated with no abnormality found. The most probable cause that could be determined was mounting failure. Maquet (B)(4) assumes that the tubes which are mounted to the claimed connector in line-5 could have been extended too much during the connection to "00374" connector. Additionally, the leakage may be the result of loose cable ties. As a corrective action the operators have been informed and a training was conducted to be more attentive when performing the mounting process. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. No further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Feb. 24, 2016 11:33 am (gmt-5:00) added by (B)(6): (B)(4). Product was received for evaluation under complaint# (B)(4). During the investigation it was found that leakage on y-connector1/2x3/8x1/2 occurred. This additional complaint was opened to evaluate this failure. No evidence was provided that this failure was noticed within the initial complaint report. The manufacturer`s review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. The exact root-cause which led to the described failure could not be identified. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
Feb. 24, 2016 11:26 am (gmt-5:00) added by (B)(6): description from the customer report: during investigation of complaint (B)(4), an additional malfunction (leakage on y-connector 1/2x3/8x1/2) was found. (B)(4).